Event description:
On (B)(6) 2014, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft for a chronic type b aortic dissection. A total debranching/bypass procedure was performed. Tgu404020j was implanted. Later, on an unknown date, a stent graft-induced new entry (sine) was observed at the distal edge of the device. As reported, on (B)(6) 2021, a reintervention to place two additional stent grafts was performed (B)(4). These two implanted stent grafts were gore® tag® conformable thoracic stent graft with active control system (ctagac). Tgmr312610j was implanted distally and tgmr404015j was implanted proximally. The patient tolerated the procedure. Thereafter, on (B)(6) 2022, at a follow up, a leak into the aneurysm was observed. A reintervention was performed. A possible type iii endoleak at the junction between two ctagac devices was revealed by angiography. Additionally one stent graft was implanted to cover the junction. The angiography revealed that the leak was reduced but still remained and a possible distal type I endoleak of tgmr312610j was suspected. Additionally one stent graft was implanted to extend distally. The leak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.